Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was capped on (B)(6) 2025. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.